Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that a knife was used during cataract surgery in which the cutting performance coincided in wound seepage. One suture was required in order to seal the wound leakage with no harm to the patient. Additional information has been requested. Additional information received clarified that the wound leaking issue has been resolved and subsequently attributed to surgeon technique. During the technique review, the surgeon had some suspicion of the knife performance.

Manufacturer narrative:
Five unopened knife samples were received for the report of a wound did not seal. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. The returned unopened samples were found to be conforming however, since the actual complaint sample was not returned, a wound did not seal issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the actual complaint sample was not returned and the returned, unopened knife samples were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).